Event description:
A cracked and shattered touchscreen was reported after the pump was accidentally dropped and hit the ground. There was no adverse impact to the customer's blood glucose level. The customer was advised that a replacement pump would be sent, and instructions were provided on returning the damaged pump to tandem. The customer will continue to use their current pump until the replacement arrives. Tandem technical support confirmed the shipping details, provided storage instructions, and explained the need to program and connect the customer's existing settings to the new pump. The customer acknowledged and understood all instructions.